Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device follow up visit the right ventricular (rv) lead exhibited high and/or unstable threshold, and gradual rising pacing impedance. Diagnostic testing/troubleshooting performed and the rv lead remains in use. The patient will be monitored with subsequent follow up visits. No patient complications have been reported as a result of this event.